Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming battery depleted. Patient replaced with 2 new batteries. Pump powered on and settings reviewed: reservoir volume was 838.4, rate was 43.8ml/hour, given was 211.6. Infusion restarted but 'battery depleted' alarm returned immediately. They replaced with 2 new batteries and alarm persisted. They advised patient to power pump off and clamp was closed nearest the port. Pump medication was epoch. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.